Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The sample initially resulted as 79.00 miu/ml and this value was reported outside of the laboratory to the physician. The value was questioned, so the sample was repeated. The sample was repeated with a 1:100 automatic dilution and the result was 21289 miu/ml. The sample was also repeated on (B)(6) 2017 and the result was over 20000 miu/ml. The repeat result of 21289 miu/ml was believed to be correct. The patient was pregnant for 5 weeks and 6 days as confirmed by ultrasound. The patient was not adversely affected. The hcgb reagent lot number was 240444. The reagent expiration date was asked for, but not provided. The field service engineer was unable to duplicate the issue. He checked adjustments and wash mechanisms. He ran performance testing and all results were in range except for high voltage. The customer declined further maintenance on the analyzer. The customer quality controls recovered within specifications.

Manufacturer narrative:
Calibration signals on (B)(6) 2017 were within expectations. The customer stated that quality controls passed on the date of the event. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality and insufficient maintenance.